Event description:
It was reported that a pta balloon completely detached from the catheter shaft during removal through the introducer sheath. Reportedly, the introducer sheath was removed, and it was observed that pta balloon had remained lodged inside. Another introducer sheath was placed and the procedure was successfully completed using an additional pta balloon dilatation catheter. No patient injury.

Manufacturer narrative:
The complaint sample was returned for evaluation. The balloon was returned lodged inside a 7f introducer sheath. The rest of the catheter shaft was not returned. The balloon was returned protruding from the distal end of the sheath. The protruding balloon was examined under the microscope, and no anomalies could be found. An attempt was made to remove the balloon distally from the sheath, but this proved unsuccessful. The sheath along with the balloon was soaked in warm water for 24 hours. At this point, another attempt was made to remove the balloon from the sheath, but this attempt was also unsuccessful. The balloon was tightly lodged inside the sheath. Based upon the sample condition, the complaint investigation is confirmed for balloon detachment. The device history records were reviewed. Based on the lot number, the root cause of the investigation is supplier related where there was insufficient curing of the tubing. Multiple corrective and preventative actions have been identified and implemented. Additionally, a recall ref. Number 2020394-05/07/10-001r was initiated in may 2010. The current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.